Manufacturer narrative:
The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was fatigue and worn to the filament; however, no leaks were present. The pump was functionally tested and failed inflation test and failed deflation test. The ams700 ipp cylinder was visually inspected and functionally tested. Both cylinders had a leak in the inner tube at rear tip with broken fabric treads that was the result of sharp instrument damage consistent with explant damage; hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. The outer tube of both cylinders were fatigue and worn. Both cylinders were not pressure test due to leak was identified. The krt of cylinder 1 was fatigue and worn to filament. Product analysis concluded these inflation and deflation issues could affect the functionality of the pump. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient will undergo a revision procedure to revise this inflatable penile prosthesis (ipp) due to the implant did not fill up. The ipp cylinder, pump, and reservoir was explanted.

Event description:
It was reported that the patient had a revision procedure to revise this inflatable penile prosthesis (ipp) due to the implant did not fill up. The ipp cylinder, pump, and reservoir were explanted and replaced.